Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
T was reported the camera head had distortions in the image. The issue occurred during set up. There were no reports of patient involvement.